Event description:
Per the clinic, the patient fell off the bed while jumping on the bed and hit his head. Subsequently, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.